Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated. The air detector was defective and the cause of the complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was presenting with an "air in line" error. Multiple sets were used to try and resolve the issue. There were no reported adverse events.